Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: the original report was filed in error. Based on the additional information provided, an adc device did not cause or contribute to serious medical event as there was no reported product malfunction associated with the reported event. B5: describe event or problem. B2: outcome attributed to ae. H6: health effect - clincal code, impact code; medical device problem code. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. Due to delivery delay, the customer was unable to test and experienced a loss of consciousness, requiring treatment of a sugar water by a non-health care professional. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this report: adc customer service received additional information on 17dec2024 which stated that the delivery issue was related to a new purchase order. Therefore based on the information provided, an adc device did not cause or contribute to serious medical event as there was no reported product malfunction associated with the reported event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. Due to delivery delay, the customer was unable to test and experienced a loss of consciousness, requiring treatment of a sugar water by a non-health care professional. There was no report of death or permanent impairment associated with this event.